Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event at the site on (B)(6) 2026 which resulted in bleeding at the site. The infusion set was in use for four days. No further information is available.